Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain - abdominal pain') in an adult female patient who had essure (batch no. 910508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and mr received. Event injury was updated to more specified events. Reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, events added- abnormal bleeding (vaginal, menorrhagia), abdominal pain , dysmenorrhoea, nickel allergy, device monitoring procedure not performed. Events onset date, events severity and historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain - abdominal pain') in an adult female patient who had essure (batch no. 910508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hyperthyroidism. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, allergy to metals and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, headache, menorrhagia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Medical history hyperthyroid added. Event headache was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain - abdominal pain') in an adult female patient who had essure (batch no. 910508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.